Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography pancreatic stent placement procedure in the pancreatic duct, performed on (B)(6) 2021. During the procedure and inside the patient, it was noticed that the stent was kinked on the guide catheter. As the physician attempted to deploy the stent, the stylet was difficult to withdraw and caused the push catheter catheter to kink. After locking and driving the delivery catheter forward, the stent was able to release from the guide catheter and the advanix pancreatic stent was deployed successfully. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography pancreatic stent placement procedure in the pancreatic duct, performed on (B)(6) 2021. During the procedure and inside the patient, it was noticed that the stent was kinked on the guide catheter. As the physician attempted to deploy the stent, the stylet was difficult to withdraw and caused the push catheter catheter to kink. After locking and driving the delivery catheter forward, the stent was able to release from the guide catheter and the advanix pancreatic stent was deployed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.